Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer¿s mother reported via phone call that the customer experienced hyperglycemia due to bent cannulas on two different sets. The customer¿s blood glucose level was 450 mg/dl. The customer did not to troubleshoot for high blood glucose. It was unknown if the auto mode was active during the reported event. The device will not be returned for analysis.